Event description:
Pt was born premature at 23 weeks of gestation. The pt was known to have a global, fungal skin infection. The nr 18 noah ECG electrode was used on patient. The electrode was noted to have left a reddened, irritated mark on arm. No medical treatment was specifically given and there were no dermatology consults. The pt did have skin lotion applied to all areas of body per standard treatment of care. At this time, the pt is alive and well. The pt's parent indicated to the reporter indicated that the mark on arm may need skin grafting. It is unknown by manufacturer if skin graft is necessary, and if so, whether it is for cosmetic or therapeutic reasons.